Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 12/17/2018. (B)(4). The event log confirmed the reported event; however, the customer reported that during testing, the symptom was not duplicated. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit logged an error (backup alarm failed). The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 24dec2019. The philip's field service engineer replaced the central processing unit (cpu) board and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.